Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawers that failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board connector at the drawer printed circuit board assembly (pcba) was losing connection. A field service engineer reseated the row board connector at the drawer printed circuit board assembly (pcba). The system functioned as intended after the field service engineer repaired the device.